Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the maryland bipolar forceps instrument collided with another instrument, and the plastic part was damaged. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer confirmed that no fragments from the device fell into the patient and no damage or missing material occurred during the surgical procedure. There were no reports of fragments detaching from the device while in use, and the patient has not experienced any post-surgical complications related to foreign material. Additionally, there is no material missing from the instrument.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have charring and localized melting on the bipolar yaw pulley. The thermal damage was found at the base of the yaw pulley near the grip. As a result, the electrode was exposed. The instrument passed an electrical continuity test. The complaint regarding, instrument collided with other instrument and the plastic part has been damaged was confirmed by failure analysis. The probable root cause of thermal damage is attributed to conditions during use.

Event description:
Refer to h11 for follow-up information.